Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector and interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system would not boot up. When the interconnect cable was moved the system would turn on then off. There was no pt involved and no injury was reported.